Event description:
It is reported that customer received excessive no delivery alarms. Customer does not believe issue is with infusion set due to being able to prime. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)